Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a lead perforation. The perforation was confirmed by an echocardiogram. Between 400-500 cc of fluid was removed from the pericardial sac. Other symptoms included high heart rate, high blood pressure, and chest pain. Rv pacing impedance was 200 ohms. A lead revision was performed. Following the revision, no more fluid was present in the pericardial sac. No additional adverse patient effects were reported. This lead remains in service.